Event description:
Information was received indicating that a smiths medical cadd legacy pump was over infusing by +10.5%. There was no patient present during the event. The issue occurred during testing. There were no adverse events reported.

Manufacturer narrative:
One cadd legacy 1 pump was received for investigation. The event history log was reviewed and there was no evidence of the reported inaccuracy issue. Three separate delivery tests were performed and the reported inaccuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. It was recommend that the expulsor assembly be replaced as a preventative measure due to fluid ingressions which were found on the pump by the chassis base of the expulsor.